Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure. H6 codes: health effect - clinical code - e1803 nodule.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced seizures and was found by her daughter with bump that was bleeding. They called 911, at the time cgm was reading 80mg/dl but unable to do bg while the patient was having seizure. The paramedics treated the patient with "sugar treatment". When the patient regained consciousness the bg reading was 130 mg/dl and the cgm reading was higher, however the parent was unable to provide cgm reading. The patient was taken to the hospital only for less than 24 hours, was only kept for monitoring, no treatments provided. At the time of the report the patient was back home and felt terrible as his head and tongue still hurt after seizing. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.